Manufacturer narrative:
Unit received with slightly loose drive support disk, cracked case at display window corners, cracked case at reservoir tube window corners, broken belt clip slot, broken battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer requested and received information regarding the notice. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.